Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing at the station. Repeated issue, only one patient had issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not showing at the station. A technical support specialist dialed into application server and checked the device synchronization information to confirm the station was syncing to the server, and then accessed the device to review the data sync log from the file transfer tab. On the server, the patient visit ID was verified, and it was found that multiple entries for the same patient had been created with the visit type set to ¿temporary.¿ it was also noted that the active directory visit type had been discharged on (B)(6) 2025, the same day it was admitted. An email was sent to the customer explaining that, since the patient¿s last visit had already been marked discharged, the correct action was to readmit the patient via active directory. The customer was also informed that a temporary profile was valid for only one day. Later, the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing at the station. Repeated issue, only one patient had issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.